Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the back therapy electrodes. The patient reported that the rash is painful, red, itchy and looks to have small blisters. Patient reported he sweats a lot due to a medication. The patient was told to remove the device by physician. Patient reported that the irritation was completely healed.